Manufacturer narrative:
The customer's report that the tubing set cracked and leaked was confirmed based on visual inspection and functional testing of the as-received sample. There was a crack along the side of the set's female luer and a leak from the crack. Although damage was observed, functional testing was performed. Fluid from a lab syringe was pushed through. The fluid leaked from the crack. No other leak was observed. The root cause of the crack was identified as a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks.

Event description:
It was reported that the tubing set cracked and leaked at the 1.2 micron filter engagement during a tpn infusion. The nurse reported discontinuing the tubing set related to this event and replaced it with a new tubing set. No adverse effect reported to patient or clinician related to this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing set cracked and leaked at the 1.2 micron filter engagement during a tpn infusion. The nurse reported discontinuing the tubing set related to this event and replaced it with a new tubing set. No adverse effect reported to patient or clinician related to this event.